Event description:
It was reported that the patient presented in clinic for contusion removal and unrelated procedure. The contusion was removed. No further information was available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).